Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. Correspondence has been sent for additional information to help with the investigation. Once the device has been received and the investigation has been completed, then a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic implant coils could not detach. Prior to the event, the patient presented with a ruptured aneurysm with vasospasm located in the anterior communicating artery (acom). The aneurysm was catheterized with a headway 17. Two medtronic coils were placed and detached without any problems. The third coil medtronic (qc-4-10-helix) was placed and detached using the same instant detacher (ID) that was used for the previous two coils. The number of attempts with the ID was unknown. An attempt was also made to detach the coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) but without success. The amount of attempts with the manual method is also unknown. Another medtronic coil (qc-3-8-3d) was used and the same event occurred. The number of attempts with ID was unknown and the number of failed manual detachment attempts were also unknown. New coils from another manufacture was used to complete the procedure. It was noted that during placement / detachment attempts of the coils, the patient suffered an sah. The eclipse balloon was inflated when the sah was seen but they don¿t know what caused it. The patient is being monitored closely post procedure. The patient was undergoing embolization treatment of a ruptured aneurysm located in the anterior communicating artery (acom). Ancillary devices: eclipse balloon catheter 9 (sela/balt), microcatheter traxcess 14 ex x2 and traxcess 14x1, microcatheter headway 17 straight microcatheter, fabuki guide catheter.